Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during therapy. It was observed that there was an estimated 15 minutes remaining to complete the infusion. However, one hour later, it was observed that the bag was still not empty, and additional volume had to be added to drain it fully. The tubing was reset, and the tubing was properly seated in the right-sided channel. Despite this, the bag continued to require additional volume to drain fully, and fluid remained in the chamber. It was observed that a drop of fluid was being pulled into the chamber, but not actually dripping down. The pump was removed, and a new bag and tubing were hung on a different setup. The department where the event occurred was the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue on the reported event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.